Event description:
The customer reported that when turning the machine on, the screen is blank.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found the system was not booting up completely. They were using an external monitor so the system locked up at monitors. The rep was unable to reformat the hard drive. The hard drive was replaced and the system operates as intended.